Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the tip cover accessory with an alleged issue to perform failure analysis. The monopolar curved scissors (mcs) instrument exhibits scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 2.84mm - 3.84mm in length. There was no material missing.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory got damage, and they cut the sleeve off when they were trying to remove it. The procedure was completed with no reported injury.